Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company service representative adjusted and re-tightened the head screws. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported can be attributed to loose screws. However, how or when the screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the optic head is loose. Additional information has been received stating this occurred before surgery while surgeon was adjusting optics. Another microscope was used for the procedure.